Event description:
It was reported that implant was removed due to allergic reaction & infection. Patient complained of constant pain since implant was placed. 9 days post surgery dr. Explored around implant, removed implant, curettage and re-grafted with bone particles. Amoxicillin 500mg (21 tablets) given on (B)(6) 2025. Tooth: 30. Patient opt to proceed with a bridge rather than an implant. Symptoms / patient impact: pain.

Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsx54b10, (tsx¿ implant, 5.4mmd, 10mml) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. However, no apparent damage / malfunction to the implant was identified that would cause or contribute to the reported events. Markings are likely due to the removal process. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120019549. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120019549 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿allergic reaction¿ & ¿infection¿. The customer did not submit images for the reported events. Based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root causes determined from the investigation are customer error and patient factors (material selection.) . Therefore, based on the available information, a device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for implant infection have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.